Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient stating the device is blowing out black particles. Patient have shortness of breath, tiring easily and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient stating the device is blowing out black particles. Patient have shortness of breath, tiring easily and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. The device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report box h: eval method code, eval results code and conclusion code is updated